Manufacturer narrative:
(B)(4). A manufacturing record review was performed for the finished device batch mgq465 and no non-conformances were identified (B)(4). Investigation summary: an opened box with twenty-seven packets of product code ep8735h was returned for analysis with the packaging closed. Upon initial inspection, of the samples, no external damages were observed on the packet. In order to evaluate the conditions of the returned samples, thirteen packets were opened, and no defects were detected. The swage and attachment area was noted to be as expected. The sutures were dispensed without problems and examined along the strand to detect any issue related no defects were observed during evaluation. A functional test was performed, and the pull force meets the requirements. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the name of the procedure? What was the procedure date? Was there any adverse consequence associated with the patient? Note: events reported in 2210968-2021-10354.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, by the needle came off of the suture. There were no adverse patient consequences reported. Additional information has been requested.